Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer recently had an fse onsite and the fse stated that the display needs replacement. There was no reported patient involvement/adverse patient impact